Event description:
The customer reported that his pod was hurting on the last day of wear, and that there was redness around the insertion area. He was advised to contact his healthcare provider and in the meantime to put on a warm compress. In a subsequent call on (B)(6) 2012, the customer reported that he had gone to ambulatory emergency care and saw a physician. A tissue sample was taken, and he was given topical antibiotics. He returned several days later, and the infection was cleared up.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. Because we do not have the product lot number, we are unable to review lot sterility and pyrogenicity records. The omnipod user guide cautions, ¿if an infusion site shows signs of infection, immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from a healthcare provider,¿ and advises, ¿at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat.¿